Event description:
It was reported that during the procedure to implant the excluder bifurcated endoprosthesis the clinician stated that patient anatomy was extremely tortuous. During the long case approximately 1.5 liters of blood was lost. Six devices were used during the case. At the completion of procedure it was observed a possible type I endoleak on the right side and a type iii endoleak on the left side. The following day the patient was brought back to surgery to implant another contralateral leg on the right side extending the aaa therapy to the external iliac. On day 3 post op, the patient was again brought back into surgery to implant yet another contraleteral leg to bridge a confirmed disconnect on the left side. There was no allegation of product deficiency made by the clinician. Patient is doing fine.